Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported via regulatory agency that during implantation of intraocular lens in the patient's eye lens got stuck in the middle of the injection and suddenly started moving again. The lens was successfully injected into the eye, but the sudden progress could have caused problems.

Manufacturer narrative:
A qualified viscoelastic was indicated. Lens may become stuck in the device: ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating there was no patient harm.